Event description:
It was reported that the user¿s ilet displayed persistent pairing with a newly started libre 3 plus sensor, which was resolved after rescanning in the ilet mobile app and proceeding to sensor warmup, indicating an intermittent communication failure involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with the electrical and magnetic antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.